Manufacturer narrative:
D4 UDI: (B)(4) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 220606 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 220606, test base part number 195-430wjr / lot 217803. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 220606 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single-use, device discarded.

Event description:
The consumer reported an unconfirmed false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023. Additional testing was performed a week ago using an unknown brand of antigen test which generated negative result. The consumer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.